Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that the patient was in for a routine follow-up and the CT demonstrated that the stent graft had migrated resulting in a type I endoleak due to disease progression with dilation artery. The physician elected to treat the patient with an aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression resulting in the dilation artery). Evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (disease progression resulting in the dilation of the left illiac artery).